Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord. System operates as intended.

Event description:
It was reported that the system had a broken ground pin on the power cord. No patient or staff injury was reported.